Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an ablation procedure to treat atrial fibrillation a intellanav mifi open-irrigated was selected for use. It was reported that 2011: message - p01 - bubble detected error message was observed on the metriq pump during the procedure, the alarms were unable to be cleared. After the alarms could not be cleared inspection of the tubing found that blood was entering the tubing. The physician removed the catheter was the patient to inspect the device, a tear in the irrigation port on the catheter handle was noted. The physician exchanged the catheter and switched mapping systems and completed the procedure successfully without any patient complications.